Event description:
The anatomy of the pt had heavy tortuosity (common and internal carotid). The lesion also had heavy calcification. The procedure was performed without problems; however, after post dilation the balloon was withdrawn and it was realized that the accunet was not in the original position, but moved down along the vessel. An attempt was made to recover the accunet with the recovery catheter but it was stuck in the distal mashes of the stent. Another attempt was made to recover the stent by using non-guidant catheters (5 f) without success, and the pt was sent to surgery. The accunet was successfully recovered and removed. The pt is fine.